Event description:
It was reported that after the iab was inserted without the use of an introducer sheath, difficulty was experienced connecting the hemostasis device to the cuff. Due the resultant leakage, the iab was removed and replaced. There were no pt complications.